Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. The product involved in the reported event was returned for investigation and was visually inspected. The slap hammer exhibits signs of use (gouges, scratches) and confirming complaint in that the spring is broke/fractured, not all pieces returned. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during the procedure the spring that is hooked to the claw on the tip of the remover was broken. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4): g2: report source japan. H4: the manufacturing interval is august 23 2019 to november 18 2019. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.